Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was trying to schedule a replacement. A rep said they would reach out to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he was having a problem with the monitor/screen of the device on his back. The patient clarified and was seeing an end of service (eos) message on the patient programmer (pp). The device was off/disabled and no longer providing therapy. There was an allegation/dissatisfaction with ins longevity. The patient stated the device was supposed to last 5 years. The patient was redirected to their healthcare provider (hcp) to discuss replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that their partner reached out to the patient and had not heard back yet. The rep reported that a surgery had not been scheduled yet.